Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, our technician confirmed that the lcb (light carrying bundle) fluid damage, the lg connector fluid damage, the operation channel (primary) perforated, the insertion flexible tube buckled, the light guide cable buckled, the lg prong corroded, the lg prong top corroded, the ccd module with drive pcb objective lens cracked, the segment crushed, and the remote control buttons cut. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.